Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was identified as a system error 2267. The cause of the alarm was determined to be the membrane gasket. The gasket was replaced and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review identified a system error (se) 2267, several check heater line alarms, and several check lines and bags alarms, but a se 22 was not found. No abnormalities were identified during internal/external inspections. The device passed electrical and functional testing. A simulated therapy was performed successfully. The device history record review showed that the hc failed the final calibration test after manufacturing due to a setup error. The device passed retesting and was released. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a follow-up report will be submitted.